Manufacturer narrative:
The serial number of the e 602 analyzer is (B)(6). Two samples from the first patient and one sample from the second patient were provided for investigation. The investigation is ongoing.

Event description:
The initial reporter stated they received questionable results for samples from two patients tested with elecsys toxo igg on a cobas 8000 e 602 module. The first patient also had a questionable result for the elecsys rubella igg immunoassay for samples tested on the same analyzer. The patient samples were suspected to contain an interferent which affects the recovery of the elecsys assays. The elecsys toxo igg results were questionably high, while the elecsys rubella igg results were questionably positive. This medwatch will apply to the elecsys toxo igg assay. Please refer to the medwatch with a1. Patient identifier: (B)(6) for information related to the elecsys rubella igg immunoassay. A first sample from the first patient resulted in an elecsys toxo igg value of 63.71 iu/ml. A second sample from the first patient resulted in an elecsys toxo igg value of 56.10 iu/ml on (B)(6) 2015. A third sample from the first patient resulted in a toxo igg value of 3.70 iu/ml when tested on an ortho vitros analyzer at a second site on (B)(6) 2024. A fourth sample from the first patient resulted in a toxo igg value of 2.43 iu/ml when tested on an ortho vitros analyzer at a second site on (B)(6) 2024. A fifth sample from the first patient resulted in an elecsys toxo igg value of 47.83 iu/ml on (B)(6) 2024. On an unknown date, a sample from the second patient was tested with the elecsys toxo igg assay, resulting in a toxo igg value of 4.69 iu/ml. A sample from this patient was tested on an unknown date on the ortho vitros analyzer at a second site and the toxo igg value was 0.0 index. It is unknown if testing occurred with the same sample.

Manufacturer narrative:
The 28-oct-2024 toxo igg calibration results were within specifications. The 18-nov-2024 toxo igg qc level 2 results were within specifications. The reactive toxo igg result for patient 1 could be reproduced during investigations, but investigations of the sample from patient 2 determined a non-reactive toxo igg result. For patient 1, the investigation determined the toxo igg result to be correctly reactive. For patient 2, the patient sample was found to be non-reactive for toxo igg. The patient was also non-reactive for anti-toxo igm and negative for toxo igg using the mikrogen lineblot toxo igg method. The patient was likely never infected with toxoplasma gondii and is likely susceptible to a toxoplasma gondii infection. The investigation did not identify a product issue.